Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device when the sales representative had powered on the device during while visiting a patient's home. The sales representative elected to replace the device with another one. The patient did not use the device when the issue had occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device when the sales representative had powered on the device during while visiting a patient's home. The sales representative elected to replace the device with another one. The patient did not use the device when the issue had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed when performing an operational check on the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-110 (motor shutdown) in the device¿s event log. The manufacturer's service technician replaced the device¿s system printed circuit assembly board and blower assembly to address e-110. After replacing the parts on the device, the manufacturer's service technician performed a final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operational and it was cleaned.